Manufacturer narrative:
The investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Radiofrequency trace damage can cause instances of sparking during treatment. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tip membrane damage which contacts the patient during the thermage cpt procedure. Tip membrane damage can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Based on the available information, burns were most likely caused by damage on the tip membrane along the radiofrequency trace. Both the thermage user manual (p009240-06 rev. A) instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing CAPA related to the radiofrequency trace damage for thermage ctp e4 tips.

Manufacturer narrative:
The product was returned and evaluated. Service was able to confirm the complaint. The tip passed the flow test and failed the leak test. The tip failed visual inspection as burnt traces and dielectric breakdown was observed. No functional testing was performed due to the burnt traces. The tip passed the thermistor test. The plant evaluation is underway.

Manufacturer narrative:
The datalogs were reviewed; based on the evaluation of the data, the handpiece and the system performed as expected. The plant evaluation is underway.

Event description:
A user facility reported that the thermage treatment tip had sparked during treatment and burned the patient''s right side of the face. The customer said she was doing a thermage treatment on one side of the face and at about 623 pulses of the 1200 pulse tip, she noticed a spark and it ended up burning the patient's face. Treatment was finished after the tip was switched. Burn ointment was used on the patient. Available images were reviewed. Inflammation and a red pustule is visible on the right cheek.

Manufacturer narrative:
The product has been returned. The evaluation is underway.